Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the implantable cardioverter defibrillator (ICD) delivered shocks for atrial tachycardia/atrial fibrillation with rapid ventricular response. Programming changes were made to avoid sensing the atrial arrhythmia; however, subsequent shocks were delivered. It was further reported that atrial lead undersensing was noted on the electrogram that appeared to affect the ICD¿s detection/termination of the episodes. The ICD and atrial lead remain in use. No further patient complications have been reported as a result of this event.